Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 28 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the system was displaying results that differed from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation, and an RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding is unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the missing hydrogel over the optics. A review of the dms data confirmed that sensor inaccuracies were observed; however, no definitive failure mode could be determined from the data available. Returned product analysis did not reveal any functional anomalies with the sensor itself. Consequently, the observed performance issues are presumed to be associated with the in vivo condition of the hydrogel, an environment that could not be replicated under laboratory testing conditions. The user declined re-insertion; therefore, the RMA was processed only for the return of the sensor. B4. Date of this report: 26 oct 2025. G3. Date received by the manufacturer? 26 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10, 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.